Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have update the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Compared patch installation between the development and the production environment. Found a file discrepancy between the two. Patch (B) (4) had been installed on development properly, but not properly installed on production, one file in this patch was not installed. Re-install the patch (B) (4) on production. (B) (4).

Event description:
The customer reports that the panic level results are not being sent to the telephone list. There was no reported patient injury associated with this event.